Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, the patient was placed under general anesthesia in order to place a longer abutment (date not reported). The implanted device remains.